Manufacturer narrative:
Batch review performed on 27 march 2019: lot 160599: (B)(4) items manufactured and released on 11-may-2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018, the patient had a primary tka. On (B)(6) 2019, the patient came in complaining of instability due to an aseptic loosening of the tibial tray and subsequently, the surgeon revised the tibial tray and poly and complaint (B)(6) (MDR 2019-00119) was filed. Presently, 24 days after the first revision surgery, the patient came in due to signs of infection and the pathogen has been identified as mrsa. The surgeon performed a washout and performed a poly swap and the surgery was completed successfully.